Event description:
It was reported by a customer on (B)(6) 2011, the fiber end fired at 36,726 joules. Per the customer, it is unknown when the forward firing condition noticed as the reporter was not present in the procedure. There are no issues with the pt. It is unknown what was observed with the fiber aim beam or if there were any observations leading up to the incident. No error codes were displayed on the console when this event occurred.